Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant did not see anything obvious that would point to a reason why longevity remaining increased so much between the patient's last check and this check. The consultant suspects the device may be just on the edge of one charge bin and the next, and auto capture (ac) may vary the output just enough to account for the output difference and different longevity estimate. The consultant stated that they could program the device to a fixed output and/or perform a download of the device memory. The caller will discuss the issues with the patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The battery status at explant was elective replacement time (ert) and an engineering-level longevity prediction calculation was completed and the device met longevity expectations. This product issue will be re-evaluated if additional details are received.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received confirming this device was explanted for normal battery depletion over two years after the initial observations. The device was not returned for testing. Therefore, boston scientific cannot confirm any allegations against this device. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that in (B)(6) 2011, this pacemaker displayed one year of remaining longevity. Most recently, the device displayed 2.5 years remaining longevity. The caller stated that there have been no programming changes made and all lead measurements remain stable. The caller expressed concern and stated that they want to bring the patient in every month to assess the battery. No adverse patient effects were reported.